Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering and the drive support cap was flush. The customer¿s blood glucose level was 370 mg/dl at the time of the incident and current blood glucose level was 306 mg/dl. The customer had symptoms related to high blood glucose level was nausea and stomach ache. The customer was treated for high blood glucose level with insulin pen. The customer alleged under delivery as the blood glucose level was rising and the no delivery had not gone off. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label, stained keypad overlay and stained end cap sticker. Insulin pump passed the dat test at 0.08840 inches.